Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post radiation the implantable pulse generator (ipg) patient information was erased and replaced with '???'. The device remains in use. No patient complications have been reported as a result of this event.